Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) steps of the scope was not provided by the customer. The device was returned to an olympus service center for evaluation. The reported issue was not confirmed. During inspection, it was noted, due to a cut on the bending section cover, water tightness was lost. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to wear of forceps elevator lever, the up/down knob could not be locked securely. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the evis exera iii colonovideoscope was microbiologically cultured and tested positive four (4) times. On (B)(6) 2022, the scope tested positive for scanty growth of gram-negative bacillus. Mixed gram-negative bacilli were isolated. On (B)(6) 2022, the scope tested positive for greater than (15) colony forming units (cfus) of gram-positive bacilli. Twenty-three (23) colonies were isolated. On (B)(6) 2022, the scope tested positive for less than fifteen (15) cfus of gram-positive bacilli. Three (3) colonies were isolated. The fourth test results were not made available by the customer. There was no reported contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: warning: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.